Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was not recalibrated. Readings were observed under the manufacturer's patient care network database.

Manufacturer narrative:
A review of the information provided was performed, and the sensor was within the tolerance for cm mean; therefore, the reported event is unconfirmed. This reported event was investigated for possible inaccurate reading. Based on a backend log analysis, it was confirmed that the sensor was operating within the expected frequency range of 30-37.5-mhz. The sensor was operating at 34.05 mhz and 33.81 mhz during the review of the applicable reading(s). There is no CAPA associated with the reported event, as there is no new harm or risk identified for the patient or user. This and similar events are monitored and trended via quality data review. A CAPA will implement necessary actions if required. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. A lot review was performed via complaint handling system (epiq) using a search on the batch number. Conclusively, there are three additional complaint(s) related to the associated batch, and the reported issue.